Event description:
Physician stated that the patient exhibited signs of neuro deficit the evening after cryoablation procedure. The physician believed that the patient had a stroke and patient was hospitalized. The procedure was uneventful; without system notice messages or technical difficulties.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.